Event description:
An ortho clinical diagnostics (ocd) analyst found that non-reproducible (B)(6) quality control results ((B)(6)) were obtained for (B)(6) control material during processing of stability trial data for vitros ahav lot 3201 and 3230 using a vitros 3600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. No patient samples were affected because this testing was not performed in a clinical laboratory setting. The (B)(6) results were not reported to a physician. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed two non-reproducible (B)(6) results were obtained using (B)(6)quality control material, using vitros ahav reagent lots 3201 and 3230 on a vitros 3600 system. Acceptable performance was obtained following multiple retests of the same sample. Root cause for the non-reproducible (B)(6) vitros ahav igm results could not be determined, however, poor analyzer or reagent performances cannot be ruled out as contributing factors.